Event description:
The event is reported as: the customer alleges that the lor syringe was broken during administration of the drug. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.